Event description:
On over-delivery during preventative maintenance testing. The device was tested using an analyzer. The customer could not provide any specific testing info. There was no reported adverse pt event while the device was in clinical use. Though requested, there was no further info available.